Event description:
Device 1 of 2. The patient received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03237. It was reported one of the patient's scs leads was replaced due to ineffective back coverage. Adequate coverage was obtained during intra-operative testing. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.